Event description:
It was reported that patient can no longer pump his inflatable penile prosthesis (ipp) device all the way up. At a point, the pump collapses as if there is no more fluid to pull from the reservoir. It can deflate but it does not deflate all the way. The clinic got a CT and will be sending it to engineering for better understanding and direction to proceed. No adverse patient effects.